Event description:
Glucose read 109 mg/dl at 8 pm and at 10 pm glucose measured 490 mg/dl so customer took 12 units of insulin instead of the normal 6 units. It was reported nothing happened so customer rechecked glucose at 11 pm which measured 578 mg/dl however had no symptoms of high glucose and no adverse effects from the additional insulin. Reporter indicated testing on a non-diabetic brother which tested at 179 mg/dl at 11 pm also. No other medical treatment was sought or received reportedly. A request was made for the return of the suspect device and replacement product was sent.